Manufacturer narrative:
To date, the device involved in the reported incident has not been rec'd for evaluation. An investigation has been initiated based upon the reported info.

Event description:
An a1059 mayfield skull clamp has no torque when locked. Further details for this report were not provided, however, add'l info has been requested.